Event description:
Healthcare professional reported a pt who expired after a transfusion of a split apheresis platelet product. This pt's blood cultured klebsiella pneumoniae. The date the pt expired was not provided. The second platelet unit from the same donation was involved in a transfusion reaction at the same transfusion site. The second platelet product cultured gram negative bacillus, identified as klebsiella pneumoniae. This culture was performed by an ouside laboratory, after the transfusion reaction. Collection facility info: male whole blood and apheresis donor in good health. A follow-up call to the donor was performed by the reporting facility, and no concerns were reported by the donor. This was scheduled for another apheresis donation, the center was going to culture this donation. The collection facility stated that proper storage conditions were maintained throughout the shipment and storage at hospital. The customer's retention tube from this donation is negative.